Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the dental implant failed because it fractured at the top of the head. The patient did not suffer any negative health setbacks as a result of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: one impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar. Implant has attached bone residue and signs of use. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were moderate bone density ¿ type ii. The reported device had been placed on tooth 37 (fdi) for approximately 7 years. Device history record (DHR) review for the lot (63076040) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63076040) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.